Manufacturer narrative:
The device was received, and an evaluation is complete. The device received a device evaluation assessment. This evaluation included a visual assessment as well as functional testing. Service evaluation observed and verified the system error 345 that was caused by a failed ultrasonic sensor. Upstream sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a system error 345 ( thermistor disparity) alarm. No additional information is available.